Manufacturer narrative:
(B)(4). The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. Additional: a service history review revealed that the device has not been previously serviced for the reported condition.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with an air detected set alarm, which interrupted delivery and may have been a false alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.